Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: (B)(6) 2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(6) 2015 with the following findings: inspection revealed that the display screen visual was dim and discolored: the reported issue was confirmed. The reported issue was directly caused by an unidentified display failure. The following findings are unrelated to the reported issue: the battery compartment was observed to be cracked in the areas above and below the grip pad. Evidence of moisture ingress was observed on the inside of the battery compartment. The pump failed a leak test due to a battery compartment leak; this device failure caused the moisture ingress issue. The pump case was removed, and no further evidence of internal damage or defect was found. The returned battery cap was found to be damaged/stripped; the returned battery cap was unable to secure to the suspect pump case per the instructions for use (IFU); a test battery cap was used during the analysis. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.